Event description:
Customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. Customer further reported she experienced a loss of consciousness and an ambulance was called and customer was taken to the arco hospital. At the hospital, a reading of 46 mg/dl was received on the hospital¿s meter and a reading of 39 mg/dl obtained on the sensor. The customer was diagnosed with hypoglycemia and treated with unspecified medication and no further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information - (device manufactured date) has been updated based on returned product download. (Serial number) has been updated based on returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor, no issues were observed. Data was extracted from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. Customer further reported she experienced a loss of consciousness and an ambulance was called and customer was taken to the arco hospital. At the hospital, a reading of 46 mg/dl was received on the hospital¿s meter and a reading of 39 mg/dl obtained on the sensor. The customer was diagnosed with hypoglycemia and treated with unspecified medication and no further treatment information was provided. There was no report of death or permanent impairment associated with this event.